Manufacturer narrative:
(B)(4).

Event description:
Impedances on some bipolar pairs was greater than 4000 ohms. Invalid impedance readings were also measured. It was suggested to increase the default test values and re-measure impedances. The patient continued to feel stimulation. Device registration shows the implantable neurostimulator was replaced. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.